Event description:
Reportedly, the subject home monitor could not communicate with implant. Red light was continually displayed on the heart button. The cables were disconnected, the unit was powered off and on and the unit was reset, but the issue persisted. The home monitor will be returned for analysis.

Manufacturer narrative:
The subject device was not returned for analysis. Please refer to the attached analysis report.

Event description:
Reportedly, the subject home monitor could not communicate with implant. Red light was continually displayed on the heart button. The cables were disconnected, the unit was powered off and on and the unit was reset, but the issue persisted.